Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire detached from sensor pod. Patient stated that sensor wire remained left behind at insertion site. Patient stated she removed sensor wire with tweezers. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).